Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs), alleging he was unable to perform a blood test on his onetouch ultra meter due to testing in the settings mode. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on the same day he contacted lfs for assistance at approximately 7:15am. The patient manages his diabetes with an unknown type/dose of oral medication along with diet and exercise and denied making any changes to his usual diabetes management routine in response to the alleged issue. Immediately after the alleged issue occurred, the patient claimed he developed symptoms of "accelerated heart beat and a headache" but despite his symptoms he denied receiving any form of medical intervention. It was not clear whether the patient associated the symptoms to his diabetes and no other device was used for testing. At the time of troubleshooting, the cca noted that the issue was resolved with training. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.